Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a bad display. The unit powers on but nothing shows on screen. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board and lcd unit was replaced to resolve the issue. It was noted when the device was received that the front enclosure was broken and needs to be replaced. Repairs were made and the device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a bad display. The unit powers on but nothing shows on screen.